Event description:
It was reported that the patient had a device implanted in (B)(6) and starting in late (B)(6) she felt pain from the lower back all the way down the legs. It was noted that the patient also had spasms in her right toe and it went up and down. It was reported that it felt like the implantable neurostimulator (ins) had moved and slid down further and the patient had noticed this a few weeks ago. It had been implanted higher and was now lower. The reporter stated that the patient was going to see her primary care doctor about the back pain the day of the report and was scheduled to see her urologist the following week. It was reported that the ins was on the left side and the patient thought the lead was on the right side. It was noted that the device had been on program 1 since implant and the patient started at 2.0 volts where the patient was getting great symptom benefit until a few weeks ago when she started having a lot of problems with urine. It was reported that the device was turned up to 3.5 volts and was later turned back down to 3.2 volts. The reporter stated that the patient was feeling stimulation in the vagina/rectum area and sometimes when the patient sat on the commode she would get intense shocks. It was noted that the patient didn¿t feel these shocks when laying or moving around. It was reported that the patient thought she had a bladder infection and when this happened nothing was controlled until she¿d get an antibiotic. It was noted that the device was interrogated and it was off. It was reported that the patient never turned her device off and wasn¿t sure how it happened. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va08th4, implanted: (B)(6) 2013, product type: lead. (B)(4).